Manufacturer narrative:
(B)(4). Sw 2.4a. On the event date (B)(6) 2021. Customer returned pump for an alleged large crack on the reservoir module. Unit perform visual inspection and pump received with cracked battery tube threads and cracked reservoir tube lip. The pump passed the displacement test and test reservoir lock properly inside the reservoir tube. Unit was confirmed for physical damage cracked battery tube threads. Unit passed required testing.

Event description:
Information received by medtronic indicated that the insulin pump had a large crack on the reservoir module. No harm requiring medical intervention was reported. The customer was discontinue use of the device.